Event description:
It was reported that mobile app was freezing intermittently over about two months, sometimes while customer was delivering bolus. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting. No additional information was provided.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Android / Android Pixel 8a / Android 16.